Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. Based on the data below, hospira could not attribute the issue to the device. The customer has been notified that infusion pumps are not designed to detect an infiltration. An infiltration can only be sensed as an occlusion by the pump when the maximum pressure variance set for the pump has been exceeded. Due to the displacement of fluid within the surrounding tissue, the pressure sensed by the pump may not exceed the set occlusion pressure limit. A significant infiltration can occur without causing an excess pressure within the system and thus would not elicit an occlusion alarm. According to documentation in health devices (B)(4) indicated that "the belief that the pumps themselves produce infiltration is inaccurate. Rather, the usual causes of infiltration are dislodgement or improper insertion of either a catheter or - in the case of a subcutaneous injection port - a needle. Thus, to avoid problems, staff members should monitor IV sites of patients who are receiving infusions through pumps at least hourly to ensure that catheter or needle dislodgement and subsequent infiltration do not occur." This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, line a of the device was programmed to deliver 5% dextrose and lactated ringers at a rate of 125ml/hr, with a vtbi (volume to be infused) of 100ml, and the delivery was started. On (B)(6) 2011 at 0730, the patient complained of left arm pain after awakened for routine assessment. At this time, the nurse noted that the IV was infiltrated and the patient's arm was reported as "swollen two to three times normal size from the tips of the fingers to the elbow." The customer contact indicated the patient "could barely move her fingers." The IV site was discontinued and the device was removed from clinical service. The physician was notified. The patient's arm was elevated and heat packs were applied. The patient was treated with the patient's "routine pain medication." The patient was transferred to second facility for doppler studies to rule out embolus. The results were not provided. The customer contact reported that the patient was discharged to home 2 days after being transferred to the second facility. Though requested, no additional information was provided.